Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported problem. The advanced brake test and all friction tests passed. When exercising the universal surgical manipulator 1 (usm1), a cracking noise was heard coming from the axis where fans are located. When exercising usm1 further, the fse noticed that the usm was getting stuck when pitched forward, potentially due to a broken piece within the usm. The fse replaced usm1. The system was then tested and verified as ready for use. Intuitive has received the usm associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure of ¿broken piece on the axis where fans are located and causing weird noise¿ was confirmed and replicated. During investigation, link2 belt was broken. As a fix to the reported problem, link2 belts will be replaced. System test was not completed and pftp test was not performed due to broken link2 belts. After initial repair (replacement of link2 belt), the usm will returned for further testing. Investigation update: after the initial repair was performed, the arm was tested on an in-house system and passed normal mode. When the arm was tested from pftp, the arm passed all the required pftp test except for aca led light (dim blue). Replacements of link2 belts fixed the reported problem. A review of the site's complaint history identified no other complaints for this product. Verification via system logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to open after the start of the procedure due to error 25850. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy the customer had issues with arm 1 on the system. Error 25850 was found in the logs. The customer needed all four arms for the procedure, so the case was converted to an open procedure. No patient harm was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.